Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a shorted capacitor, designator c4.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
It was reported that the customer's device would not power on during testing. There was no report of any patient use associated with the reported issue.